Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The device was returned for evaluation and the investigation identified a break. A definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600524 chronic catheter allegedly experienced a break. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.